Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4+. The clip delivery system (cds) was advanced and placed on the mitral valve however during deployment, the clip would not release from the delivery catheter (dc). Troubleshooting was performed and the clip was able to be deployed. Two additional clips were implanted reducing mr to 1. The tricuspid valve was then treated. The cds was positioned in the right atrium (ra) and an attempt was made to open the clip however was unsuccessful. Troubleshooting was performed and the clip still would not open therefore the cds was removed. Two clips were implanted, reducing tr from 4+ to 3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported difficult to deploy could not be replicated in a testing environment due to the condition of the returned device (clip was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and a cause for the reported difficulty to deploy the clip could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.